Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient had an alert-based transmission for atrial tachycardia and atrial fibrillation events and automatic mode switch, 8 of the ams episodes were appropriately matched to the ams log. The patient had not been checked in the office in the interim. No intervention had been reported.